Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up one-day post emergency room visit for unrelated issues. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi. The patient was asymptomatic. A device restoration was performed successfully.